Manufacturer narrative:
The device was returned for evaluation. Complaint was confirmed; the returned unit did not meet all specific functional test. Unit received with the mayfield 2 lock has up and down movement and the lock is not engaging properly; general maintenance and cleaning required. The reported complaint is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined. UDI: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp had irregular movement while the system was engaged/locked on an unspecified date. There was no patient injury and surgery delay noted. Additional information has been requested.